Event description:
It was reported that, during a rotator cuff procedure, the quantum 2 controller stopped working and displayed an f4 error code. There was a backup device available. No significant delay or patient injury was reported.

Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that, during a procedure, the quantum 2 controller stopped working and displayed an f4 error code. It is unknown if there was a backup device available or surgical delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.